Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the ps3 power supply for the vertical lift column, and replaced the generator interface ad the most likely cause of the system lock up. The cross arm was lock was also repaired. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system had reported system lock-ups.